Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, it was discovered that the patient developed a burn injury from the back of the right knee to the calf during awakening from anesthesia after the total hip arthroplasty (tha) surgery for the right foot. The patient had heat when he lifted his foot. It was a burn from the popliteal fossa to the posterior surface of the lower leg, the popliteal fossa was a third degree burn, and the posterior surface of the lower leg was a second degree burn. A tube-shaped bandage (non medtronic product) was used on the right foot, and the area as the burn site was found to be wet with water leakage from aquamantys bipolar sealer (medtronic). Other accessories like disposable pencil & disposable return electrode was a non medtronic device.

Event description:
According to the reporter, after the procedure, it was discovered that the patient developed a burn injury from the back of the right knee to the calf during awakening from anesthesia after the total hip arthroplasty (tha) surgery for the right foot. The patient had heat when he lifted his foot. It was a burn from the popliteal fossa to the posterior surface of the lower leg, the popliteal fossa was a third degree burn, and the posterior surface of the lower leg was a second degree burn. A tube-shaped bandage (non medtronic product) was used on the right foot, and the area as the burn site was found to be wet with water leakage from aquamantys bipolar sealer (medtronic). Other accessories like disposable pencil & disposable return electrode was a non medtronic device. It was confirmed that the forcefx generator was not related to the patient burn and it was caused by aquamantys bipolar sealer (medtronic). There was no need for transplantation and the patient was under observation.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.